Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Loose tibial components were revised on patient left tibia.